Event description:
The manufacturer received information alleging a patient with a dreamstation st30 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.

Manufacturer narrative:
The manufacturer received information alleging a patient with a dreamstation st30 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. At this time, there is no customer contact information available; therefore, no good faith effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed.